Event description:
It was reported that the right ventricular lead over the prior six to eight weeks had five to six impedance measurements out of range. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and it was found that the helix was disengaged from the helical channel. The defibrillator conductor was distorted. The inner tubing was kinked/buckled. The outer tubing overlay was melted. There was an outer insulation cosmetic depression and blood in/on the helix mechanism (sleeve head) and blood in/on the helix mechanism.